Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Review of the patient's download data indicates the patient received one inappropriate shock in response to oversensing of low amplitude cardiac signal on the date of passing. The device was started up at 09:35:20 on (B)(6) 2021. The patient was in sinus tachycardia at 100 bpm at 10:05:49. The patient was in an idioventricular rhythm from 60 to 40 bpm with pauses at 22:42:16. The patient's rhythm then degraded to asystole at approximately 22:44:55 before transitioning to an idioventricular rhythm at 40 bpm. The patient's rhythm then degraded back to asystole with intermittent cardiac activity. The patient's rhythm transitioned to an idioventricular rhythm at 40 bpm at 22:54:23 before slowing to 20 bpm at 22:58:25. The patient received the inappropriate shock at 22:59:00. The patient's rhythm at the time of the shock was an idioventricular rhythm at 10 bpm, degrading to asystole. The patient's post-shock rhythm was an idioventricular rhythm at 30 bpm. The patient was in an idioventricular rhythm at 30 bpm at 22:59:29. The patient was in an idioventricular rhythm at 80 bpm at the time of the device shutdown at 23:00:07.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt have been returned and the evaluation is underway. The device flag data from the last download (11/15/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: (B)(6) 2020. Belt: (B)(6) 2014.